Event description:
The customer contact reported a tubing split. The pt was to receive one unit of blood via an infusion pump. After an unspecified length of time, it was noted that the "extension set puffed up and split." The customer contact reported. "The nurse forgot to release the clamp on the extension set." The blood transfusion was stopped, and therapy was resumed using a replacement extension set and pump. There were no reported adverse pt effects. No med intervention were required. Though requested, no additional info was provided.